Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with an unspecified concentration of hydromorphone and was loaded into a pt controlled analgesia (pca) pump. At an unspecified time, the pca was programmed to deliver in the pca + continuous mode, at a 0.3 mg/hr continuous rate, with a 0.2 mg pca dose, a 4.8 mg four hors dose limit, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that solution leaked at the distal end of the injector of the vial. It was reported that the pt experienced increased pain to near intolerable. It was reported the pt was treated with a bolus of an unspecified pain medication. The vial was replaced and the therapy was resumed. The customer contact stated, "after a problem was identified it was rectified within 20 minutes although the pt may have had increased pain for a much longer time." The customer contact reported the effects of the delay were pain, decreased activity. Limited ability to take deep breaths, cough and post op needs. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.